Event description:
It was reported that during an unknown procedure, after having completely fired fully each of the two devices on the vessel, the clips still had a coloagiogram shape. The doctor pulled the device out and changed to a competitor's product. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 03/13/2009. Information anticipated, but unavailable at this time.